Manufacturer narrative:
(B)(4). The cause was unable to be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cracks were observed on the light blue main body of a minicap transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. Leak, clear passage, and clamp functional testing were all performed with no issues noticed. Visual inspection confirmed the reported issue of a cracked main body. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of the potentially associated lot number h13d12044 was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.